Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp and vitros gent quality control results were obtained while using the vitros 5600 integrated system. An ocd field engineer performed service actions for unrelated metering issues. Vitros valp and vitros gent reagents were left on board the vitros 5600 integrated system during the time frame that the analyzer was powered off (several hours) for servicing. Lower than expected vitros valp and vitros gent quality control results were obtained after completion of these service activities. According to the vitros valp and gent instructions for use, the on-analyzer stability of the reagent packs is 30 minutes when the system is turned off. Acceptable vitros valp and vitros gent performance was observed with alternate vitros valp and gent reagent packs that were stored under ocd recommended conditions. The assignable cause of the event is a user error. There is no evidence to suggest that the vitros valp, vitros gent reagents or the vitros 5600 integrated system had malfunctioned.

Event description:
The customer obtained reproducible lower than expected vitros gent and valp quality control results (valp result=0.0 g/ml versus an expected result= 28.9 g/ml and gent result=0.0 g/ml versus an expected result= 6.305 g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur with patient samples. There was no report of affected patient samples. There were no allegations of harm to patients as a result of this event. (B)(4).